Event description:
A patient had a 1104g probe inserted on (B)(6) 2014, post craniotomy. Within 24 hours of insertion, on (B)(6) 2014, the probe was showing negative 6 values following the patient being repositioned in the bed. The patient does have a wound drain in situ but no recent drain manipulations were reported. The intracranial pressure (icp) was reading okay prior to patient repositioning although the exact values are not currently available. No other clinical changes were reported. The camino monitor and cables were changed to no avail, no icp reading from the monitor. The catheter had been working well with a visible waveform the day before the event occurred. The patient icp monitoring was not considered a clinical priority at the time. The representative was contacted and checked the units on (B)(6) 2014, no icp reading from the monitor, all connections were checked and the camino monitor and cables were changed, still no reading. No new probe was replaced, a replacement, was suggested but, (as stated by the representative) "I think the clinical decision was already made not to insert a new probe on the grounds that the patient prognosis was very poor."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.